Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized with diabetic ketoacidosis. The patient had symptoms of nausea, shortness of breath, weakness, headache, and polyuria. She felt lost and had to be assisted by her husband to take her blood glucose levels. The blood glucose result was 400 mg/dl on her performa combo meter at the hospital. The patient was treated with serum and insulin via the hospital's infusion device. The patient was in the hospital for 2 days. The infusion device was requested to be returned for product evaluation.